Event description:
The physician retracted the protective sheath and inadvertently prepped the sheath port instead of the balloon port which led the physician to believe the delivery balloon had ruptured. During withdrawal of the delivery system from the pt's body, the stent embolized from the delivery balloon as the device was being withdrawn through the guiding catheter. The embolized stent was retrieved utilizing a snare wire and another coronary stent was successfully placed at the target lesion site in the pt's right coronary artery. There were no clinical sequelae reported relative to the event.